Event description:
It was reported that patient underwent procedure utilizing bmp cable plate with a competitor's hip prosthesis. Subsequently, it was confirmed by radiographs in 2008, that cable plate had fractured. A revision procedure was performed the following month.

Event description:
It was reported that patient underwent procedure utilizing bmp cable plate with a competitor's hip prosthesis. Subsequently, it was confirmed by radiographs in 2008 that cable plate had fractured. A revision procedure was performed in 2008.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation is in process but not yet complete.

Manufacturer narrative:
Evaluation of returned device found evidence that the plate fractured through one of the screw holes due to bending overload. This report filed on february 26, 2008.